Event description:
It was reported that customer had high blood glucose due to surgery and being on steroids and morphine. It was also reported that customer received a no delivery alarm. Customer's blood glucose was 12.0 mmol/l. Customer was not able to continue troubleshooting due to not having reservoir nor infusion set. Customer would call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the pump failed the high pressure test, and was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected insulin flow blocked alarm noted during our testing; the insulin flow blocked feature function properly during basic occlusion and occlusion tests. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.